Event description:
It was reported that the patient passed away from unknown causes and it was unknown whether the patient's passing was related to the device or implant procedure. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
When contacted for follow up information on the event, the clinical site responded that 'I do not have any details or records regarding his death'. It was again confirmed that the death was of unknown cause, not device or therapy related. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the cause of death was unknown but it was not device or therapy related.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot# v810565, implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# v650017, implanted: (B)(6) 2012, product type lead. (B)(4).